Event description:
It was reported that the user experienced a low blood glucose event during the night with a lowest continuous glucose monitor reading of 63 mg/dl, treated with approximately 5 ounces of orange juice; the user reported using a dexcom g7 and did not perform a confirmatory fingerstick, and the event was described as occurring without a known precipitating factor. Symptoms included hypoglycemia. Outcomes included the need for medication treatment in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.